Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported the device fired multiple clips at the same time. There was no consequence to the pt. 10/30/97 it was reported the clips did not fall into the pt. Another er320 was opened to complete the case.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, yes; damaged jaws, no; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged other, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, yes; jaws: hold clip, yes; jaws: inside width at tips, .177; lockout functional, yes and number of clips fed and formed, 4. Analysis conclusion: based upon the inquiry info received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and formed the remaining clips as designed. There were no anomalies noted with the instrument firing multiple clips. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.